Event description:
After months of using the philips dreamwear CPAP machine, I began having issues with my respiratory tract. I have become extremely nasally, difficulty breathing through nose, yellow mucus. Was just notified of the recall on this machine today (B)(6) 2021, and after reading all the information on this recall, I realize that I have indeed been affected by this problem. I will be contacting my doctor to discuss. FDA safety report ID# (B)(4).